Event description:
It was reported a perforation with subsequent tamponade occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was successfully implanted in the patient. At an unknown time, a perforation occurred and led to pericardial effusion with tamponade discovered via transesophageal echocardiogram (tee). A pericardiocentesis was performed removing 1400-1800cc of blood; some of which was re-infused. An emergency right femoral artery catheter was placed to normalize pressures, this resulted in a pseudoaneurysm. Chest compressions were also performed. The patient stayed an extra night in the hospital before he was discharged home. Approximately one month later the patient presented to the hospital with a lower gastrointestinal bleed and an abdominal computed tomography scan revealed a golf ball size pseudoaneurysm, likely due to the right femoral artery catheter used in the procedure. At that time, the patient stopped aspirin and coumadin. On (B)(6) 2018 the patient had follow up tee and the watchman was in good position. On (B)(6) 2019 the patient had an unsuccessful thrombin injection to try resolve the pseudoaneurysm. On (B)(6) 2019 an arteriogram and femoral artery dissection were performed. Patient will have follow up ultrasound (B)(6) 2019. The patient's next watchman follow up is in (B)(6) 2019. The patient is currently on plavix and will be discontinuing (B)(6) 2019 and start on aspirin.

Manufacturer narrative:
Device lot number has been updated. Patient information and event has also been updated.

Event description:
It was reported a perforation with subsequent tamponade occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was successfully implanted in the patient. At an unknown time, a perforation occurred and led to pericardial effusion with tamponade discovered via transesophageal echocardiogram (tee). A pericardiocentesis was performed removing 1400-1800cc of blood; some of which was re-infused. An emergency right femoral artery catheter was placed to normalize pressures, this resulted in a pseudoaneurysm. Chest compressions were also performed. The patient stayed an extra night in the hospital before he was discharged home. Approximately one month later the patient presented to the hospital with a lower gastrointestinal bleed and an abdominal computed tomography scan revealed a golf ball size pseudoaneurysm, likely due to the right femoral artery catheter used in the procedure. At that time, the patient stopped aspirin and coumadin. On (B)(6) 2018 the patient had follow up tee and the watchman was in good position. On (B)(6) 2019 the patient had an unsuccessful thrombin injection to try resolve the pseudoaneurysm. On (B)(6) 2019 an arteriogram and femoral artery dissection were performed. Patient will have follow up ultrasound (B)(6) 2019. The patient's next watchman follow up is in (B)(6) 2019. The patient is currently on plavix and will be discontinuing (B)(6) 2019 and start on aspirin. It was further reported that during the implant procedure, one partial recapture and one redeployment occurred prior to releasing the device.